Event description:
A report was received that the patient's ipg would not keep a charge. It was also reported that the patient had a nondevice related procedure that might have damaged the ipg. The patient will undergo an ipg replacement procedure.

Event description:
Report was received that the patient's ipg would not keep a charge. It was also reported that the patient had a non device related procedure that might have damaged the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the replacement. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not keep a charge. It was also reported that the patient had a nondevice related procedure that might have damaged the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement since the explanted ipg had telemetry failure. It was reported that the ipg was damaged by electrocautery. Device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).